Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
As reported: "revision right total hip. Surgeon stated patient has hip pain. Surgeon states patient cobalt level is 30. Possible metallosis." Spoke to rep, a shell, mdm metal liner, adm/ mdm poly insert, and ceramic head were revised. Rep provided explant pictures, confirmed there are no allegations against the revised poly insert and ceramic head, and confirmed that no further information will be released by the hospital or surgeon.